Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The rotawire was noted to be kinked proximally. A visual examination of the complaint unit was carried out and the handshake connection was inspected and no damage was noted. A test guidewire was inserted into the device without issue. The burr was microscopically examined and no issue was noted on the annulus. No issues were noted with the exposed brass on the plated back half of the burr. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-07788. It was reported that the rotaburr was stuck on the rotawire. A 1.50mm rotalink plus and a rotawire were selected to treat the target lesion. However, when the rotalink was removed from the patient after performing the 1st ablation, the rotawire got stuck in wire port of the rotalink catheter and it could not be removed. The procedure was completed with another of the same device. No patient complications reported and patient's condition is good.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2015-07788. It was reported that the rotaburr was stuck on the rotawire. A 1.50mm rotalink¿ plus and a rotawire were selected to treat the target lesion. However, when the rotalink was removed from the patient after performing the 1st ablation, the rotawire got stuck in wire port of the rotalink catheter and it could not be removed. The procedure was completed with another of the same device. No patient complications reported and patient's condition is good.